Event description:
Caller reported that insulin gauge displayed an amount different than expected. Customer also reported it was reported that the insulin gauge is sometimes static. There was no reported impact to the customer's blood glucose level. The customer or healthcare professional requested a replacement pump, but no further action was taken as the patient could not be reached.